Manufacturer narrative:
The reason for this revision surgery was to remedy pain experienced by patient. The implants were in the patient for 4 months, 20 days prior to revision. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 22 prior complaints reported against this part; this is the first complaint against this lot number. The surgeon deducted the root cause of pain as implant loosening and explanted all components. Factors that may contribute to joint pain not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient having pain. The surgeon thought the implant was loosening, so he did a complete revision.